Event description:
It was reported that a vns pt was experiencing events of erratic stimulation and was unable to perceive magnet stimulation. The pt's treating vns therapy physician indicated that their attempts to interrogate the pt's device at his follow up visit were unsuccessful and that device end of service was suspected, and added that the pt's device had been programmed to high therapy settings. The pt underwent generator revision surgery. Good faith attempts for additional info and product return have been unsuccessful to date.